Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low while using the ilet system after stating they ¿took too much insulin to try and over correct,¿ consistent with hypoglycemia of unclear cause and without device alerts or alarms. Symptoms included insufficiently characterized clinical effects due to limited information. Outcomes included insufficiently characterized impact due to limited information. Investigation included communication attempts with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device problem, no device component implicated, and no findings available due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.